Event description:
Add'l info rec'd from MFR 1/27/2004: during discussion MFR had indicated that two similar incidents, on poly radpicc products, were reported from hospital. Closely reviewing complaint files shows that the hospital incidents occurred in 2003 and the subject report incidents were from 2003. Hospital has continued use of product but with the use of un-preserved saline (preservatives in the saline are thought to cause such reactions in rare cases). Bard access systems also pulled units from its inventory to check if any material from the lumen or guidewire was flushing out. No anomalies were detected.

Event description:
A PICC line was placed into the superior vena cava using fluoroscopic guidance. At the end of the procedure, the line was flushed with normal saline. The pt expressed some discomfort and then lost consciousness. Visible cyanosis was present, with lips turning blue to purple. Oxygen by mask was administered immediately. Pt promptly regained consciousness spontaneously and oxygen saturation increased from 82% to 98% on 5 l/min oxygen. Cardiac rhythm was normal and heart rate remained 80-90 beats/min. Pt remained fully awake and returned to usual state of health before discharge from the interventional radiology unit. The PICC line was left in place and was used without further problems.